Event description:
The rotapro catheter failed after being placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for atherectomy system catheter, rotapro catheter 1.5 mm (per site reporter), clinical site notified mfg directly.